Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken life indicator. The housing was removed, and inspection found the life indicator broken at the flag to cylinder interface and the broken piece was not returned with the instrument. The housing was removed, and inspection found the life indicator broken at the flag to hardstop tabs and the broken piece was returned with the instrument. The probable root cause is attributed to damage during use or reprocessing. Damage can result from accidental drops of the instrument or applying excessive rotational force on the life indicator input.

Event description:
Refer to h11 for follow-up information.